Manufacturer narrative:
(B)(4). Instrument b: batch # g5140x, exp date: 09/12/2015; manufacture date: 10/12/2010. The analysis results found that the ats45 device (a) was received in good visual condition and with a reload loaded in the device. In addition another reload was received inside the bag. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The analysis results found that the ats45 device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The devices fired without any difficulties, the staple lines were complete, the cut lines were complete and the staples were noted to have the proper b-formed shape. The reloads were loaded and unloaded from the devices without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device held at account. Additional information has been requested, a supplemental report will be sent upon receipt of further detail and/or device analysis.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the first device could not be loaded. There were no patient consequences and another device was used. The second device was fired and the vessel did not seal. There were staples everywhere, however, it is unknown if the staples were formed. There was a lot of blood and a general surgeon had to be called in to convert to an open procedure. The amount of blood loss is unknown. It is unknown if the patient received a blood transfusion. The current patient status is fine. Both devices are not being released by the account at this time.